Event description:
The pt had accidentally bumped her implantable neurostimulator. The device moved around in the pocket, and the pocket was sore. The pt was able to recharge her device and receive beneficial stimulation at the time of the original complaint. It was later reported that the pt was unable to recharge the neurostimulator. X-rays were taken (results not reported). The pt decided to replace her rechargeable neurostimulator with a non rechargeable device. The device was replaced while the pt was under general anesthesia. The device was confirmed to be flipped during surgery. It was reported that the pt did much better with the non rechargeable battery. However, she had some undesirable stimulation and hadn't been reprogrammed since implant.

Manufacturer narrative:
.